Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue pursuing the device being returned with the customer. A supplemental report when the device is received, and the investigation is completed. (B) (4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the blade that is supposed to retract on the vasoview 7 xb bisector jammed and was not retracting. The surgeon made a small incision to finish ligating the branches and completed the procedure. The product is returning.